Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was in use on pt, but no pt harm.

Manufacturer narrative:
(B)(4). Pt info was requested and the customer did not provide.